Manufacturer narrative:
Follow-up #1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, a crack was discovered during visual inspection along the battery compartment extending from the battery cap threads to the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was dim and fading over the past four weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.